Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported unexpected medical intervention was a result of case specific circumstance as additional clip was implanted to stabilize the first implanted clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was implanted and it was determined that a single leaflet device attachment (slda) and clip was no longer attached to the posterior leaflet. Additional mitraclip was implanted to stabilize the slda. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.